Event description:
The user facility reported that upon deployment of the 6f angio-seal, the tamper/compaction tube failed to appear. The suture was present & was cut below the skin surface as per the instruction for use (IFU). A femoral ultrasound showed a slight intraarterial shadow suggesting the anchor had deployed. Ooze continued at the puncture site and needed manual compression, which after a short time was achieved. A vascular registrar was consulted and suggested the tamper tube could remain in the subcutaneous tract if, in fact, that assumption was correct, the tamper tube was not dissolvable and needed to be removed. The physician agreed and moved to consult further with the on call vascular consultant. The physician and the cath lab were diligent in ensuring all the drapes and linen were searched for the tamper tube prior to the patient being moved from the cath lab table, nothing was found. Agreed to meet at the (B)(6) hospital on (B)(6) 2024 to discuss further and gain more info for instructions for use (IFU). The patient was intubated. The plan to remove the tamper tube if it was found to remain in the subcutaneous tract. Additional information was received on (B)(6) 2024: the procedure performed was a diagnostic coronary angiogram. Following successful deployment of the intra-arterial anchor component, the tamper tube did not exit the carrier tube. Clinician manually tamped the extra-arterial collagen component as best he could use the taut suture. Suture was then cut below the skin surface as per instructions for use (IFU). There was a small amount of post-deployment ooze and patent hemostasis was achieved with brief manual compression. Patient had an on-table ultrasound in the cath lab and the tamper tube did not appear to be in the subcutaneous tract. A formal ultrasound was done later that evening with the same results. Clinician believes that the tamper tube remained in the carrier tube and did not exit. There were no adverse effects, the patient remains well and was discharged on (B)(6) 2024.

Manufacturer narrative:
A4: weight: approximately 100kgs. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: trainee. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It's possible that the tamper tube was present in the device, but was unable to be deployed from the carrier tube due to damage restricting deployment of the component. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).